Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#1627487-2018-06206. It was reported the patient never established effective pain relief since implant of the scs system. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model which resolved the issue. Note: both leads are being reported as its unknown which lead was replaced.